Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported rupture for the right side. Device remains implanted.

Event description:
Health care professional reported rupture for the right side. Device remains implanted.